Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, b6, d6a, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an broken assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.